Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that a crack was found in the optic (near the root of trailing haptic) after intraocular lens (iol) was implanted. The surgery was completed without product replacement, and there's no effect on the postoperative va. The iol was still remains in the patient's eye. Additional information has been requested.